Manufacturer narrative:
(B)(4). The reported complaint was confirmed as per laboratory analysis. The pst removed the disk on chip from device under test (dut) lan/if printed circuit board (pcb) and installed lab-use only (luo) disk on chip onto dut lan/if pcb. The pst installed the dut lan/if and powered on ccm and observed ccm to boot normally. The pst powered off and reinstalled dut disk on chip onto dut lan/if pcb. The pst then powered on the ccm and observed to boot with 'system computer needs service' error message determining that the dut disk on chip failed during software upgrade and is defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation of the device, the disk on chip of the central control monitor (ccm) was defective. There was no patient involvement.